Event description:
Customer alleges that handpiece still runs when the handswitch is not being used. Customer alleges that this occurred while testing the handpiece before the case.

Manufacturer narrative:
The handswitch involved in the reported event was evaluated. The technician was able to duplicate the alleged event. The handswitch was disposed of and a new one was sent to the customer.